Event description:
The customer reported the ventilator alarmed with a message indicating high oxygen supply pressure. The customer reported there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. The biomedical engineer informed pse that the device had a pressure adjustable regulator in use on the oxygen transport cylinders. Pse advised the biomedical engineer that there was likely pressure trapped within the transport manifold and to relieve the pressure. The biomedical engineer reported the advised action corrected the reported problem and the unit operated with oxygen connected and no alarms. The biomedical engineer reported applicable testing was performed and passed. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.

Manufacturer narrative:
Device out of warranty; no manufacturer service requested. Pressure trapped in regulator/manifold.